Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a robotic surgery on a prolapsed rectum on (B)(6) 2018. After the surgery, the stim was felt more in the rectal area which gives her spasms, and some shooting pains down the leg. Troubleshooting: patient stated she had turned the therapy off, but this was not confirmed on the call. Patient states she had an appointment with a manufacturer¿s rep on (B)(6) 2019 to do a little tweaking. Caller states her hcp (healthcare professional) did x-rays and the leads are still in place. Patient reports she may have to have the device removed to have an MRI done. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had the stimulation off for the past year and a half and wanted the system taken out. The system didn¿t work correctly after their surgery for a prolapsed rectum and they were having shooting pains to their vagina and down their right leg. The pains started in (B)(6) 2018 but got bad after the surgery in (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): no damage was done to the system that is known. The actions take to solve the change in therapy were the hcp stated a rep reprogrammed the device. No further complications were reported or are anticipated.